Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had low isig customer's blood glucose at time of incident was unknown. The customer was advised that the issue with sensor either being removed from the body or its not having a secure connection with the ipro 2 recorder. After the troubleshooting was done, customer was advised that it was connection issue between recorder and sensor. The customer was advised that we have send out 2 replacement sensors.